Event description:
It was additionally reported that mof was suspected to be a natural progression of the patient's underlying disease, however as an autopsy was not performed this could not be confirmed. There were no device issues at the time of outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient suffered from a progressive multiple organ failure (mof). They passed away due to mof. The outcome was not considered device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.